Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient's incision was not healing as expected and the edges were not approximated. It was stated that the hcp opened the pocket, removed the edges of the incision that was not healing well, added a pouch, and closed the pocket back up. The hcp mentioned that the patient had diabetes and chronic health conditions that may have contributed to the difficulty in healing. There were no further symptoms or complications reported or anticipated.